Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the internal carotid artery. After placing a carotid wallstent, a 5.0mmx30mmx135cm (4f) sterling balloon catheter was advanced for post-dilatation. However, during inflation, the pressure did not increase and contrast media leakage was noted. Balloon rupture was suspected. The device was removed and the procedure was completed with a non-bsc device. No patient complications were reported.